Event description:
Re: (B)(4), report date: 11/20/2010. MFR response. MFR discovered (B)(4) in an internal review of the maude database. During investigation, the customer who filed the report was contacted for add'l info and clarification. Customer indicated that no death or serious injury occurred. Customer indicated that event type had been selected incorrectly when he filed the report. Customer did not report an adverse event or harm to the carefusion when reported originally reported on (B)(6) 2010. FDA published (B)(4) to the public on (b()4) 2011. No official notification has been received by carefusion.

Manufacturer narrative:
Manufacturer's initial report date: 01/25/2011. (B)(4). Case no: (B)(4). The report was determined to have been caused by customer misuse of the device. The customer was given thorough instructions on how to avoid future occurrences.